Event description:
It was reported that the device migrated toward the armpit. The pocket was painful, red, and warm. The physician explanted the system and discarded it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.